Event description:
An abdominal aortogram with runoff was performed aiming into the left leg. It was noted that there was occlusion of the left tibioperoneal artery. Infrarenal aorta is calcified, but patent. Common iliac arteries, external iliac arteries, and iliofemoral arteries are heavily calcified but patent. Sfas and popliteal arteries are heavily calcified, but patent. Infrapopliteal vessel shows a subtotal occlusion of the left tibioperoneal trunk and also peroneal as well as posterior tibialis artery stenosis of more than 90%. Distal vessel in the midportion of peroneal artery is subtotally occluded and heavily calcified vessel, narrowing of 95% stenosis distally posterior tibialis artery toward the ankle and diffusely diseased and narrowing of 80% to 90%. On the left anterior tibialis artery, there is a critical lesion of 95% distally of the ankle and anterior tibialis artery. Intervention was carried out. Over the viper wire, atherectomy was then performed using a micro 1.25 atherocatheter. Atherectomy was performed in the tibioperoneal trunk and peroneal artery. While atherectomizing the vessel, the atherocatheter got jammed and stuck into the distal vessel that had some calcium and tortuosity and we could not get them out. Despite multiple attempts, including using different wires, balloon dilatation next to the burr were not able to get the burr out. At this moment, we cannulated the left iliofemoral artery. We went antegrade to have better support. Again, we tried balloon in different location next to the wire. We could not even pass a wire beyond the burr site. For that reason, we decided to left the burr in place and to finish the procedure and doing atherectomy of the anterior tibialis artery as well as the posterior tibialis artery. Balloon angioplasty was attempted in the anterior tibialis artery but passing through the heavily calcified lesion was not possible even with 2 types of balloons. Atherectomy had to be performed using 1.25 crown and new device followed by balloon dilatation; and after atherectomy, balloon dilatation was used with excellent result. Balloon dilatation only was performed in the posterior tibialis artery. After dilatation in the tibioperoneal trunk posterior tibialis artery and distally as well posterior tib ar. After balloon dilatation in the tibioperoneal trunk and posterior tibialis artery and distally as well posterior tibialis artery toward the plantar artery, excellent result was noted with a timi grade flow iii to all vessel. Pulses were noted by doppler in dorsalis pedis, anterior tibialis, peroneal, and posterior tibialis artery. The patient tolerated the procedure well. Patient was transferred to the hospital for possible surgical intervention of removal of the device. Surgical consult recommended that surgical intervention was not possible. Patient went back to the cath lab where removal was again attempted. Removal was performed with suggestions from the device manufacture. Device was pulled and the tip of the device dislodge and remained embedded in the distal peroneal artery. Pulses were noted by doppler in dorsalis pedis, anterior tibialis, peroneal, and posterior tibialis artery. The patient was monitored for the next few days and was discharged on (B)(6) 2014.